Event description:
The pt reported that the infusion device sounded noisy during normal operation. She stated that this issue began a couple of days ago. She stated that the infusion device appeared to be working well and she did not have any concerns with her blood glucose levels. In addition, the pt mentioned that recently she has had several 04(occlusion) alarms. She was able to clear it by pressing "s" button to silence the alarm and return to the run mode. The pt was instructed to perform an empty prime. The infusion device primed successfully without giving any error messages. The pt did not require medical assistance from a health care profressional or second party to address the issue. The product is being returned for evaluation.